Event description:
The user facility reported that at the end of the case, the aic (console) could not be turned off or forced to shut down. After trying several times, the screen went black and an abnormal noise was heard. When it was restarted, a alarm message about an aic abnormality appeared. The abnormal sound occurred in (B)(6), impella 5.5 was replaced. There was no reported patient harm.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed. E1- initial reporter contact name unknown.

Manufacturer narrative:
The investigation of automated impella controller (aic) - power on issues/blank screen has been completed. The aic and data logs were received for investigation. Based on the data log analysis and device evaluation the reported issue was unable to be confirmed or reproduced. The console functioned as designed.